Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that an echelon 10 microcatheter was found to have a leak during preparation. The patient was undergoing surgery for treatment of a right internal carotid artery ophthalmic artery aneurysm. It was noted the patient's vessel tortuosity was normal. The right femoral artery access vessel diameter was 8 mm. It was reported that the reported device and any accessory devices were prepared, and the catheter was flushed, as indicated in the instructions for use (IFU). During the preparation process, it was found that the distal tip of the catheter was cracked/ruptured (intact). No procedural injection had been performed. There was no friction or difficulty during delivery, and no other damage to the catheter was observed. The catheter was replaced with another medtronic catheter to complete the procedure. No patient symptoms or complications were associated with this event.

Manufacturer narrative:
Product analysis as found condition (condition of returned device): the echelon-10 microcatheter was returned for analysis within a shipping box, and within a sealed plastic biohazard pouch. Damage location details: no damage or irregularities were observed with the hub. No damage was found to the catheter body. The distal tip was found to be additionally shaped, with the distal tip/marker band damaged (jagged edges) and broken off. No other anomalies were observed. Testing/analysis (including sem/fitr reports): during testing, water was flushed through the echelon-10 microcatheter hub and exited the distal tip without any issues (no leaks found). The echelon-10 total length (measured to the proximal marker band) was measured to be ~152.1cm, and the usable length (measured to the proximal marker band) was measured to be ~144.7cm, which is within specification (specification: total (ref) = 152cm, usable: 144.0cm ± 1.5cm).). No other testing was performed. Conclusion: based on the device analysis and the reported information, the customer¿s report of ¿catheter leak¿ was unable to be confirmed; however, the event could not be ruled out. The pre-shaped echelon-10 microcatheters (145-5091-150) is packaged within a disperser track, with the pre-shaped distal tip secure within a plastic clip. This clip helps prevent any damage to distal tip during handling. If this tip is removed incorrectly with force, it can possibly cause damage (break/cracks) to the distal tip/marker band. The event notes that ¿during the preparation process, it was found that the distal tip of the catheter was cracked/ruptured (intact)¿, which may have been a possible cause of ¿catheter leak¿, but during the inspection no distal/marker band was returned for assessment. A possible cause of ¿catheter leak¿ is but not limited to catheter rupture/damage/puncture/breaks or separations. Another possible cause of the ¿catheter leak¿ could have been caused by the additional shaping done to the distal tip. The root cause of ¿catheter leak¿ was unable to be determined. No mention of the distal tip shaping was mentioned. It was reported that the reported device and any accessory devices were prepared, and the catheter was flushed, as indicated in the instructions for use (IFU). Based on the device analysis and the reported information, the customer¿s report of ¿prod damaged/deformed out of pkg¿ was unable to be confirmed. The report notes ¿there was no friction or difficulty during delivery, and no other damage to the catheter was observed; however, the root cause could not to be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported there was no damage or evidence of tampering to device packaging. Upon removing it from the plastic protective cover for inspection, damage to the tip was noticed. There was no prep performed prior to the damage being seen.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.